Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1052351 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1052351, test base part number 190-000 / lot: 1052351. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1052351 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Related report: 1221359-2022-00156.

Event description:
The customer reported two false positive results with the ID now covid-19 assay. The date that the assay was performed was not provided. The sample type used with the assay was not provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This manufacturer report addresses false positive test result 2 of 2.